Event description:
It was reported that during follow-up, the device was found to be in backup vvi mode. A successful download was completed and the device was restored to normal operation. It was later reported the physician elected to explant and replace the device. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image. It is believed that a power-on reset occurred during delivery of hv therapy for vf. The device was tested on the bench as well as using automated test equipment and no anomaly was found. The cause of the power-on reset could not be determined.